Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was described as redness under the rear therapy electrode. The patient was prescribed a cream. There is no alleged device malfunction. Follow up was completed and the skin irritation was improving.